Event description:
For the past 8-10 months rptr has experienced persistent soreness and arthritic-like pain in her feet and hands. She also has some difficulty falling asleep and waking up in the middle of the night with difficulty falling back asleep. The pain in her feet, especially standing and after sitting sometimes makes walking painful.